Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the complaint was not confirmed through product evaluation, as the device was not returned to olympus for inspection (malfunction observed without conclusive finding). The investigation was conducted based solely on the information provided and remote troubleshooting performed by the technical assistance center (tac). The customer contacted olympus technical assistance support (tac) via phone. The touch panel on the front of the cv-1500 and navigate to: settings then go to user preset (letter) then edit then release/prefreeze then data to save and change the setting from ¿hd¿ to ¿hd & sd¿ (if set to hd only), then save and close the menu. After performing these steps, the customer confirmed that printing functionality was restored.. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation. The reported issue was resolved following configuration adjustments provided during remote support. Due to the absence of device evaluation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image. The event occurred during inspection for use. There were no reports of patient involvement.